Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and device dislocation ('migration of essure device: into lower abdomen/ pelvis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity. On an unknown date, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and weight fluctuation ("weight fluctuation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), hypersensitivity ("allergy"), urinary tract infection ("uti"), premature menopause ("early menopause"), rash ("rashes") and skin disorder ("skin condition"). The patient was treated with surgery (essure removed). Essure was removed in 2015. At the time of the report, the fallopian tube perforation, device dislocation, urinary tract infection, vaginal discharge, fatigue, migraine, headache, premature menopause and weight fluctuation outcome was unknown and the pelvic pain, abdominal pain, hypersensitivity, menorrhagia, vaginal haemorrhage, rash and skin disorder had resolved. The reporter considered abdominal pain, device dislocation, fallopian tube perforation, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, premature menopause, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), perforation: fallopian tubes, uti, vag. Discharge, fatigue, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- new events vaginal hemorrhage, early menopause, migration of essure device: into lower abdomen/ pelvis, rashes, skin condition and weight fluctuation were added. Reporter and patient information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (essure removed, received treatment for perforation). Essure was removed. At the time of the report, the fallopian tube perforation, urinary tract infection, vaginal discharge, fatigue, migraine and headache outcome was unknown and the pelvic pain, abdominal pain, hypersensitivity and menorrhagia had resolved. The reporter considered abdominal pain, fallopian tube perforation, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), perforation: fallopian tubes, uti, vag. Discharge, fatigue, migraine, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received : previously reported event of injury was replaced with pelvic pain. New events added - perforation: fallopian tubes, abdominal pain, menorrhagia (heavy menstrual bleeding), uti, vag. Discharge, fatigue, migraine, headaches, allergy and did not undergo confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.